Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) could not be reviewed as a serial number was not provided. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 27mm bioprosthetic aortic valve had mild symptoms of cdfh and severe stenosis. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information that a patient with a 27mm aortic valve implanted 13 years, two months, had presented with mild symptoms of cdfh and severe stenosis. A 26mm valve was implanted inside the failing 27mm valve. Patient was discharged on post operative day two.